Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02785 and 3005099803-2010-02800 address the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, but the distal tip with the exposed cut wire was intact without any twisting. The tome was inserted into a test scope and the tip orientation was found to be within specification. Functionally, the device was able to bow past the minimum bowing specification. The exposed cut wire was measured and meets specification. The condition of the returned unit was not consistent with the complaint incident that damage to the tome tip was bent and kinked. The complaint was not confirmed. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report # 3005099803-2010-02785 and 3005099803-2010-02800 address the other devices. It was reported to boston scientific corporation that three dreamtome rx sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the first dreamtome was attached to the generator correctly however failed to cut the tissue. The second dreamtome appeared to be destroyed when the packaging was removed. The tip was bent and kinked. The cutting wire of the third dreamtome snapped during sphincterotomy. No portion of the wire fell into the patient. The procedure was completed with the same generator and active cord using a different sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.